Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) and lot history were performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for distal tip torn was confirmed, based on the information provided by the field clinical specialist. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by other manufacturing-related factors. Additionally, patient or procedural factors-such as challenging anatomy or non-coaxial advancement angles (there was presence of tortuosity at the access vessel)-may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. The complaint for liner torn was as empirically confirmed based on the information provided by the field clinical specialist. Available information suggests patient factors (tortuosity) and/or procedural factors (altered balloon profile) likely contributed to the event as it was reported presence of tortuosity at the access vessel and a ballon burst during valve deployment. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Also, incomplete deflation of the compatible balloon device prior to removal from the sheath can damage the liner. A balloon burst or tear could also make it difficult to deflate the balloon and would alter the balloon profile during removal. The force required to withdraw the balloon could then lead to tearing or weakening of the sheath liner. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported, it was a case of a 23 mm sapien 3 ultra resilia valve implanted in aortic position by transfemoral approach. During the procedure, the valve was implanted using a slow, controlled deployment with an additional +0.75 cc volume under rapid pacing and fluoroscopic guidance. Mild paravalvular leak (pvl) was observed, and the team elected to perform post-dilatation using the same commander delivery system balloon with an additional +0.75 cc. During the post-dilatation, a sudden drop in balloon pressure was noted, and blood was observed within the inflation device upon deflation. The system was withdrawn, and a longitudinal balloon tear was identified. A second commander delivery system was prepared, and post-dilatation of the transcatheter heart valve was reattempted with +1.5 ml. For this attempt, the balloon was positioned slightly higher toward the aorta, as the operators suspected that the initial rupture may have been associated with underlying mitral annular calcification (mac). However, during slow inflation, the second balloon also ruptured and was subsequently retrieved. During removal of the second commander delivery system, a straight line tear of the esheath liner occurred, and the distal sheath tip was noted to be torn upon extraction. No patient injury occurred. The procedure was completed with trivial paravalvular leak, and the patient remained in stable condition.

Manufacturer narrative:
The investigation is ongoing.